Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: australia.

Event description:
It was reported that during surgery, the unit caused uneven graft depth. An alternate device was available for use. There was unknown patient impact or delay. Due diligence is complete as no additional information is available.